Event description:
It was reported that during a colectomy procedure, the device clips scissored, they used a new like device to complete the case. There was no patient consequence reported. The device was discarded.